Event description:
Boston scientific was notified that while getting the guide wire into place it broke off just above the point of the torque device. The guide wire was replaced with another one and the same thing happened. When a third guidewire was used it was ok.